Event description:
(B)(6) patient site ID (B)(6). It was reported that on (B)(6) 2022 a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 5. Two xtw triclips were implanted successfully, reducing tr to grade 1. The next day (B)(6) 2022, the patient had severe tr again. The triclips were both stable and no tissue damage was observed. On (B)(6) 2025, an additional triclip procedure was performed but no clips were implanted. The coaptation gap was wide and leaflets were curled making grasping very difficult. There are multiple attempts made to position the clip just posterior to the previous clips by grasping the central portion of the septal and anterior leaflets. Despite multiple efforts to independently grasp the leaflets, we simply could not actively capture both leaflets. After multiple attempts the posterior gripper would not lower in the usual fashion. The clip was then removed from the patient. A second xtw clip was then attempted to be implanted. IV lasix was administered in an attempt to reduce the gap however, grasping was still unsuccessful. It became clear after several hours that it was not feasible to achieve this. The clip was removed and the procedure abandoned. The procedure ended with tr unchanged. At 30 follow up after the intervention procedure, the patient was reported to be doing well. The physician commented that since the patient is not a surgical candidate and the mitraclip procedure failed, the tr will be managed medically.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tricuspid regurgitation. Based on available information, a cause for the reported recurrent tricuspid regurgitation (tr) could not be conclusively determined. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention, medication required, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
(B)(6) patient site ID (B)(6). It was reported that on (B)(6) 2022 a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 5. Two xtw triclips were implanted successfully, reducing tr to grade 1. The next day (B)(6) 2022, the patient had severe tr again. The triclips were both stable and no tissue damage was observed. On (B)(6) 2025, an additional triclip procedure was performed but no clips were implanted. The coaptation gap was wide and leaflets were curled making grasping very difficult. There are multiple attempts made to position the clip just posterior to the previous clips by grasping the central portion of the septal and anterior leaflets. Despite multiple efforts to independently grasp the leaflets, we simply could not actively capture both leaflets. After multiple attempts the posterior gripper would not lower in the usual fashion. The clip was then removed from the patient. A second xtw clip was then attempted to be implanted. IV lasix was administered in an attempt to reduce the gap however, grasping was still unsuccessful. It became clear after several hours that it was not feasible to achieve this. The clip was removed and the procedure abandoned. The procedure ended with tr unchanged. At 30 follow up after the intervention procedure, the patient was reported to be doing well. The physician commented that since the patient is not a surgical candidate and the mitraclip procedure failed, the tr will be managed medically.